Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-9236-02ag-15r augmented glenoid trials central peg broke off. This occurred during a tsa- augmented vaultlock on (B)(6) 2023 after fully prepping the glenoid and inserting the pegged vaultlock trial, the central peg broke off the trial when the surgeon was pulling it out. The peg was then retrieved and the case was completed without incident.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to user-applied mechanical forces during extraction of the trial.